Event description:
Licensed nurse had given this resident an enema. The nursing assistant went out for towels and upon her return noted a large amount of blood on the bed and floor. Resident had a very deep laceration on the inner aspect of the right calf (3" x 12"). Resident had cut herself on the release button of the bed rails.